Manufacturer narrative:
One device was returned for analysis. A functional test was performed and the reported issue duplicated. The cause of the reported issue was due to the device being out of calibration. As a result, the device was recalibrated. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump exhibited an alarm and the incorrect volume was delivered in continuous mode. There was no patient involvement, no patient injury was reported.